Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited noise. The lead was unable to be programmed. The lead was explanted and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
Final analysis found that the insulation was abrade at 13.0cm to 13.2cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.